Event description:
The device was received for maintenance and would not power on in service.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The device was received for regular maintenance when factory service identified that the device would not power on. The cause of the failure was due to the failure of an internal three-volt battery on the main board. This battery helps maintain volatile memory when the device is off. Once the battery reached its low volt threshold, the system memory dumped, prohibiting the device from powering up. The customer declined repairs; therefore, the device will be scrapped.